Event description:
It was reported that on (B)(6) 2026, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had a narrowing external iliac artery (eia) and common iliac artery calcification. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, while deploying, an incomplete stent opening (iso) was observed. While the ds was temporarily withdrawn, it was found to be frayed. Pre-bav was performed again using a 20mm, non-abbott balloon. A new small flexnav ds was replaced, and the valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse was reported was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported event is likely due to excess calcification at the implant site. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had a narrowing external iliac artery (eia) and common iliac artery calcification. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, while deploying, an incomplete stent opening (iso) was observed. While the ds was temporarily withdrawn, it was found to be frayed. Pre-bav was performed again using a 20mm, non-abbott balloon. A new small flexnav ds was replaced, and the valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.